Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration and there was contamination on the force sensor shim. Unrelated to this event, investigation revealed the up arrow and ok buttons were intermittently unresponsive and there was adhesive found under all of the button contacts. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: evaluation revealed no prime issues found in the black box. The rewind, load, and prime steps were performed successfully with no alarms. A force sensor calibration test revealed the sensor is not detecting the correct force. There was contamination found on the force sensor shim. The resistance on the force sensor was measured and found to be out of specifications. There was no burr observed on the piston rod. Unrelated to this event, the up arrow and ok keypad buttons were intermittently unresponsive and all of the other buttons responded appropriately. There was adhesive found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.